Manufacturer narrative:
This complaint (B)(4) was a duplicate complaint of (B)(4). No further medwatch reports will be submitted under this MFR number (0002023141-2019 -00345).

Event description:
This complaint (B)(4) was a duplicate complaint of (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that a fractured implant (tsvb10) was found during an exam. The implant was removed and the patient will return in 3-4 months to have the implant replaced.